Manufacturer narrative:
The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a possible check valve failure. The secondary protonix infusion backed up into the primary 0.9% normal saline bag in the ICU. No pt harm or medical intervention occurred. No further pt/event info was reported.